Event description:
It was reported by service report that the stretcher zoomed unintentionally fast when the nurse was using the zoom function. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Coil cable, load cell, pcb box.